Event description:
(B)(4). Initial info rec'd from a physician on 22-aug-2008: a currently (B)(6) female pt rec'd poly-l-lactic acid (sculptra) (lot# and expiration date unk) starting in (B)(6) 2007 for cosmetic reasons. The pt rec'd the poly-l-lactic acid treatments below the eyes in 3 sittings: in (B)(6) 2007, and (B)(6) 2008. There was no previous exposure to the product. The physician reported "redness, swelling, and itching along the contour of the lower eyelid all the way down to cheekbone bilaterally." The events began "after every injection then disappeared and now still comes and goes." The events are ongoing at the time of this report. The pt is no longer receiving treatment with poly-l-lactic acid. The physician indicated that he did not perform the pt's injections. Medical history and concomitant medications were not provided. Allergies unk. No further relevant info reported. Add'l info for poly-l-lactic acid injectable (sculptra) (lot# /expiration date unk), from (B)(4): batch record review was without hint to root cause. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.